Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had no hearing sensation with the internal device and it was not possible to perform in situ measurements. The user has been re-implanted.

Event description:
The user suddenly had no hearing sensation with the internal device and it was not possible to perform in situ measurements. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer's experience with this kind of device, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. Other mechanical damages found are attributable to the removal surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.